Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/22/2017, that on (B)(6) 2017, the patient experienced intermittent audio output on the receiver and was feeling dizzy. The patient self-treated herself with fast acting carbohydrates and at the time of contact, the patient was feeling fine. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. Receiver download retrieved and attached: passed. Test on receiver functional test station passed all relevant testing. Perform log review: no issues related to the customer's complaint were observed within the investigation window. Perform "try-it" audio\vibration test to test alert\alarm and passed. Open receiver case for internal visual inspection: passed. Perform speaker audio intermittent tests: passed. Measure the speaker resistance: the speaker resistance within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.